Event description:
It was reported that the zimmer universal zo reamer attachment 350 rpm was defective. There was a problem with the fitting of the ao attachment of different reamer within the ao adapter. The surgeon reported that the detachment force of the ao attachment from the adapter was very low. The reamer detaches from the machine very easily and often. This issue happened during surgery. Another device was used to complete the surgery. There was no patient harm or surgical delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has ben returned and the investigation is complete.